Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box was unable to be downloaded due to moisture. There was no damage found to the battery cap and the battery cap secured tightly to the pump. A crack was found along the side of the battery compartment threads. A crack was also found in the pump case between the case seal and display. Moisture was observed in the battery compartment and behind display lens. The pump was found to be leaking due to a cracked pump case and a battery compartment leak. The pump case was opened; moisture was found on the pcb and display. The pump was unable to power on due to moisture.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.